Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient underwent a double revision for an ipp and an artificial urinary sphincter (aus). Patient experienced reservoir herniation with ipp. Device was not boston scientific. This device was explanted and a new tactra was implanted. Patient also had pain from migration of boston scientific aus balloon. Physician intended to reposition balloon, however it was punctured during this procedure. Balloon was explanted and replaced. No adverse patient effects.

Manufacturer narrative:
Field change: e1. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient underwent a double revision for an ipp and an artificial urinary sphincter (aus). Patient experienced reservoir herniation with ipp. Device was not boston scientific. This device was explanted and a new tactra was implanted. Patient also had pain from migration of boston scientific aus balloon. Physician intended to reposition balloon, however it was punctured during this procedure. Balloon was explanted and replaced. No adverse patient effects.